Event description:
It was reported that the pt was scheduled for a mechanical thrombectomy. During the initial use of the device, used in a straight fistula, the basket disengaged from the catheter. This occurred on the first attempt of declotting the pt and required the physicians to search for and remove the basket with the use of a snare balloon. The percutaneous thrombolytic device (ptd) was used correctly, no toothbrushing method or advancing of the catheter while the device was engaged. It is unk if there was a delay in treatment or pt complications. No pt death was reported.

Manufacturer narrative:
(B) (4). F/u report will be filed if add'l info becomes available.